Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; h7; h9; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. The reported event could not be confirmed. Device history record was reviewed and a commingle that occurred during manufacturing was later identified. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no complications, adverse events, or indication of any implant mismatch or further concerns identified within the initial op note provided. Left total hip arthroplasty with good stability and leg length achieved. Postop images show proper implant position with correct articulation investigation results concluded that the reported event is attributed a manufacturing deficiency. Multiple bearings did not measure to the size listed on the implant packaging as the affected lots are manufactured in the same facility at the same time. Corrective action has been initiated as a result of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: germany. The device will not be returned for analysis as the product remains implanted. An investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip procedure during which an incorrectly sized liner was implanted as the packaging label did not correspond to the packaged product. No known impact or consequence to the patient has been reported, and no additional treatment or revision has taken place. The patient remains under monitoring. Attempts have been made and no further information has been provided.